Event description:
It was reported to philips that the system's uninterruptible power supply light was red and beeping, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's uninterruptible power supply light was red and beeping, which could impact the system boot up. To resolve the issue, the fse reset ups. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.